Event description:
It was reported that third-party vendor, busy box, has a vulnerability in their third-party software that bd utilizes in the alaris¿ 8015 pcu. There was no patient involvement.

Manufacturer narrative:
Omit: a1105 - computer system security problem (2899), g02008 - computer software, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, c, d codes & manufacturer narrative. The root cause of the reported vulnerability is a result of a software anomaly with the third-party software ¿busy box¿. It should be noted that the vulnerability is limited to the wireless card (while the attack is in process) and neither the integrity nor availability of a pump is impacted by this vulnerability. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that third-party vendor, busy box, has a vulnerability in their third-party software that bd utilizes in the alaris¿ 8015 pcu. There was no patient involvement.